Manufacturer narrative:
Unit shut off (no fault found) the device was returned to zoll medical corporation for evaluation. The report unit shut off could not be confirmed. Device logs showed three short usage periods on the event date with no alarms or abnormal operating conditions indicative of a malfunction. Review of temperature, battery status, state of charge, and input voltage revealed no abnormalities. The device does not record explicit power-off events; therefore, the exact reason for shutdown could not be determined. Functional testing, internal inspection, and battery evaluation were performed with no faults identified. The device met all performance specifications. #1001 self check failure alarm (observed in device data) device data confirmed a single #1001 self check failure alarm at startup associated with the pneumatic system (compressor condition). This alarm can be caused by turning the vent on with the dust cover over the port which is recoverable. The alarm did not recur, and no hardware malfunction was identified during evaluation. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device display a "compressor failure- 1001" and inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.